Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was blocked and couldn't be flushed. The following information was provided by the initial reporter: "IV set not flushing".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/28/2022. H.6. Investigation: two samples model 2420-0500 were returned by the customer for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to an IV bag filled with normal saline and primed. Both sets were primed successfully. A bd 10 ml syringe was attached to each of the smart sites and attempted to flush. All smart site locations were able to be flushed. The customer complaint that the IV set not flushing could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was blocked and couldn't be flushed. The following information was provided by the initial reporter: "IV set not flushing"